Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A charger balloon catheter was advanced for dilation. However, it was noted that the balloon was ruptured in an unpredictable fashion. No known patient complications were reported.